Manufacturer narrative:
Phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the self-test failed.

Manufacturer narrative:
Based on the available information, the asp visited the customer site, evaluated the device, and confirmed that the self-test failed due to a defibrillator plate contact failure. To resolve the issue, the defibrillator electrode board was cleaned. All device functions have been restored, and the device is now operating normally. No further evaluation is warranted at this time.